Event description:
During removal of PICC - 24 g vygon - while writer was working on loosening the dressing corners, writer noticed that catheter has separated from the butterfly hub. The PICC catheter was removed safely from the patient, and rest of the catheter remained intact.

Manufacturer narrative:
Once the sample is received an investigation will be opened per our procedures. Once complete, the results will be forwarded to the FDA via a follow up MDR.